Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that support was contacted regarding episodes of elevated glucose levels overnight. Communication from a clinical team indicated concerns about whether the device might have experienced an occlusion, a possible kink in the infusion set, or other issues affecting insulin delivery. Upon follow-up, the patient explained that they had changed their infusion set the previous night and experienced pain at the site. The patient also reported that the tubing began filling with blood early the next morning. The patient stated that they were taking blood-thinning medication due to a prior cardiac procedure and had recently been advised to increase the dosage, which they believed may have contributed to blood entering the tubing. The patient was instructed to replace the infusion set to ensure proper insulin delivery. After completing the site change, insulin delivery resumed, and glucose levels began to improve. The patient reported that glucose levels had risen above 400 mg/dl and remained outside the target range for approximately four hours. No backup therapy or ketone testing was used, and no medical intervention occurred. The patient reported experiencing a headache during the event and stated that their daughter assisted with diabetes-related care. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.